Manufacturer narrative:
H6 correction: patient codes change to no patient involvement. Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The device was returned to the factory on 09/08/2020. An investigation was conducted on 09/22/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Both connector ends were observed to be intact. No visual defects were observed on the cable. The device was evaluated for connector function with reference hemopro 2 (lot 25131866) per instructions for use (IFU). The arrows were lined up on the hemopro 2 and the extension cable; the device connected without incident. The device was disconnected by pulling back on the extension cable at the connector collar; the device disconnected without difficulty. Both connection ends were evaluated. We were unable to reproduce the reported failure. Based on the returned condition of the device and the results of the evaluation, the reported failure "connection issue" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was damaged, and it would not stay connected. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable was damaged, and it would not stay connected. A replacement device was used to complete the procedure. No patient involvement.